Manufacturer narrative:
The product has been requested back. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the uom setting for their freestyle meter changed from mmol/ to mg/dl. There was no report of death, serious injury or mistreatment.